Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. A root cause could not be identified. The event is detectable/preventable by handling the product in accordance with the following IFU. Gif-h170 IFU operation manual ¿chapter 2 function and inspection of the accessories for reprocessing/ chapter 5 reprocessing of endoscope_5.5 manually cleaning the endoscope and accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.